Event description:
The product was used during a cholecystectomy procedure. Reportedly, the clips did not advance properly. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
02/11/1999-supplemental report sent to FDA.